Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer had just woken up and had not taken any actions prior to calling technical support. Assistance from a third party was not required. Technical support provided instructions to reset the pump, and after the reset, the malfunction did not recur. The customer was advised that they could continue using the pump and to call back if the issue reoccurred, which they understood and acknowledged.